Manufacturer narrative:
The pusher was separated upon return from the field. Due to the lack of burn marks and the stretched monofilament tail, it can be concluded that the implant was not separated from the pushed through the normal detachment cycle process. The investigation findings are consistent with the implant being separated from the pusher by excessive forces applied to the device. The damage to the device is also consistent with excessive tensile forces being applied.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil implant detached during repositioning as it was being retracted into the microcatheter. The implant and delivery pusher were removed in their entirety along with the microcatheter. There was no intervention or patient injury.